Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -11.0/1.0/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Lens rotation was observed. Lens exchanged on (B)(6) 2024 with different diopter lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic torn/deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).